Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer wanted recordings of the calls on the recent insulin pump malfunctions. The customer was hospitalized and passed out in the yard. She called several times in (B)(6) 2016. The customer is on anxiety medication and does not sleep at night. She does not trust the insulin pump. The insulin pump's piston shot insulin out. The insulin pump alarmed no delivery. She had a high blood glucose level of over 600 mg/dl last week and her blood glucose level today was 486 mg/dl. She treated her high blood glucose level and no delivery alarms by changing the infusion set and with an insulin pump bolus. The device was not returned.